Manufacturer narrative:
Lit ref: https://doi.org/10.6084/m9.figshare.6086210. If information is provided in the future, a supplemental report will be issued.

Event description:
Well known online databases were searched for relevant english publications based on itdm (insulin therapy diabetes mellitus) and nitdm (non insulin therapy diabetes mellitus) and stent thrombosis following pci using specific terms. Early stent thrombosis, late stent thrombosis and very late stent thrombosis were clinical outcomes. Following pci with des, early stent thrombosis was significantly higher in patients with itdm. Zotarolimus stents were amongst the stents used.